Manufacturer narrative:
Section b; date of death redacted from initial. Manufacturer's investigation conclusion: the reported outflow graft thrombus could not be confirmed through evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the retrieved log files could not confirm any low flow alarms prior to date of the pump exchange. A specific cause for the alarms and a direct correlation to the reported outflow graft thrombus could not be conclusively determined through this evaluation. Furthermore, a direct correlation between the device and the reported mitral/tricuspid regurgitation and patient symptoms (nausea, vomiting, rhythm issues) could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump housing. The remainder of the pump cable and the modular cable were not returned. The cuff lock had been disengaged prior to the pump's return for evaluation. The sealed outflow graft, sealed outflow graft bend relief, and apical cuff were not returned with the device. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations which would have contributed to a flow or functional issue during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files retrieved from the returned devices appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including device thrombosis. This section also addressed all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management,¿ lists thromboembolism as a potential late postimplant complication. Under ¿anticoagulation," this section provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient previous admission on (B)(6) 2023 was reported under MFR# 2916596-2023-06029. Death is reported on second pump under MFR# 2916596-2023-06761. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found to have a thrombus in outflow graft (ofg) after frequent low flow alarms. Approximately 2 months ago, the patient was administered [(B)(4)]. Thrombolytic therapy (tpa) was performed. The patient tolerated well and was discharged to home where they continued to do well. However, low flow alarms returned, and patient experienced progressively worsening rhythm issues. The patient became increasingly nauseous with vomiting. Terrible mitral regurgitation and tricuspid regurgitation showed on echocardiogram. Repeated coronary computed tomography angiography was done and ofg clot was back. The patient was administered tpa again but was unsuccessful. Clot was in middle of outflow graft. The patient was taken to operating room on (B)(6) 2023 for a pump exchange. The patient retained original apical sewing ring and outflow graft with bend relief that were implanted in 2021; only new pump was implanted. Outflow graft was flushed extensively with saline to rinse away any thrombus (patient was on bypass and outflow graft was clamped proximal to aortic anastomosis), and area between bend relief and outflow graft was noted to have bio-debris, which was also removed. The patient passed away after complications from pump exchange on (B)(6) 2023. Patient previous admission on (B)(6) 2023 was reported under MFR# 2916596-2023-06029. Death is reported on second pump under MFR# 2916596-2023-06761.